Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush head fell apart in mouth: oral-b power care refills [device breakage]. Case narrative: consumer e-mail stated that while brushing child's teeth and the toothbrush head fell apart in her mouth. No injury was reported.